Manufacturer narrative:
One sample of device was received for evaluation. The reported condition was confirmed. The received sample met the product specifications. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation deflation test was performed and no difficulty was observed at the time of inflation nor deflation, additionally it was noticed the cuff held the air and no deformities nor distortions were observed, the proximal shoulder of the cuff was bonded from the distal ring mark this reading is within specification according to drawing rev c. Additionally a size 18770 endotracheal tube was brought from manufacturing and inflated and sizes were compared and no differences were observed at the size of the inflated cuffs. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, during cuff check the device had a cuff size which unusually big. It was reported that when air removal was performed, it was felt had stretched and expanded into total, compared to usual. There was no patient involvement.